Event description:
Customer was admitted as an inpatient to a hospital for high blood glucose. Customer has supplies instructed to let hospital get blood glucose down to a more normal range, and then at that point change out entire set. Customer called back to report that customer's blood glucose is even higher than before. Advised not to go back on pump until blood glucose have levelled out. Troubleshooting performed and pump appeared to be functioning properly.